Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the wireless footswitch was not working. Upon troubleshooting, rse found that the wireless footswitch was totally dead by checking the battery and the power. Wireless footswitch was ordered and replaced by the customer on their own. Later after replacement in another work order, rse found that the new footswitch was not communicating with the base station. So, customer ordered new base station and replaced it on their own. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that wireless footswitch is not working. The device was outside clinical use at the time of the event. No patient harm was reported.